Manufacturer narrative:
A broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had intermittent button response was noted due to moisture damage to the keypad traces. Moisture damage was noted on the liquid crystal display circuit board and the mother board. No button error alarm was noted. No display anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer went to program carbohydrates in the insulin pump for a bolus when the numbers started ramping. The customer then received a button error alarm. The customer's blood glucose was unknown. Troubleshooting was done. The customer stated that the insulin pump may have been exposed to sweat. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.